Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a damaged filter. This was noticed before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 26, 2015 - june 30, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Microscopic inspection was performed and revealed no evidence of damage to the filter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.